Manufacturer narrative:
Device was returned for evaluation. It was received with no t¿s and no suture. Visual inspection shows that the delivery needle is disfigured. It is quite bent and slightly bowed. The mechanism no longer cycles and actuates due to the damage. This delivery system had been fully advanced and the actuator will no longer retract. This condition indicates difficulty with reaching the desired surgical location. No root cause related to the manufacture of the device can be confirmed. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was reported the pick that contains the suture came out before attempting to release anchor. Pick was recovered from the patient. A backup device was available to complete the procedure. No procedure delay or patient injuries were reported.